Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump was received with cracked case at display window corners, display window, reservoir tube and battery tube threads. The insulin pump was received with minor scratched lcd window. The insulin pump was received with partially broken reservoir tube lip and belt clip slot. The insulin pump was received with missing reservoir tube lip o-ring. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose was 180 mg/dl. The customer also reported a button error alarm occurred on the insulin pump after the moisture exposure. Customer was unable to clear the alarm with the escape and act button. The customer also reported the arrow buttons would scroll fast when attempting to bolus. It was also found the display went blank after the moisture exposure and a constant tone was occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.